Event description:
Company representative reported an event with a failed gastric bypass patient. Surgeon implanted a 10cm band, complication noted the band was too tight. Follow up findings with the surgeon reported as: eight months after placing a 10cm lap-band on a failed gastric bypass patient, the patient became obstructed. Fluid was removed from the band and the obstruction resolved. Soon after, the pt became obstructed once again. Revision surgery was performed to replace the 10cm lap-band with a vg lap-band.